Manufacturer narrative:
Additional patient codes: 3191 weight loss. Additional narrative: it was reported that the patient underwent a laparoscopic supracervical hysterectomy/tah with dilation and curettage on (B)(6) 2006 and the morcellator was used. Surgery findings were a 14-week size uterus, no adhesions or apparent evidence of endometriosis and a benign endometrium. Pathology findings were benign secretory endometrium and leiomyomata. On (B)(6) 2014, indication for CT scan was pain and 20lb weight loss in one month. A residual cervical stump was visualized along with large enhancing solid soft tissue mass in the left lower quadrant, separate from the colon, adjacent to the small bowel loops, indeterminate mesenteric lymph node and bilateral ovarian cysts. On (B)(4) 2014 diagnostic laparoscopy, exploratory laparotomy and radical resection of left lower quadrant retroperitoneal mass measuring approximately 6 cm were performed. Surgical findings were left lower quadrant mass appeared to be pushing into the abdominal wall but did not violate the peritoneum. It appeared to be adherent, but not invading the sigmoid colon. Mass specimen sent to pathology. It was also noted that the abdominal wall was not reconstructed as the oblique muscles were left intact. Pathology diagnosis was leiomyoma 6.2 cm with degenerative changes.

Manufacturer narrative:
This medwatch report is in response to receipt of maude event report mw5082427.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy in 2006 and the morcellator was used. In 2014, the patient was diagnosed with an abdominal tumor and underwent an abdominal open incision surgery for removal of the mass. The pathologist report results were leiomyoma. Additional information has been requested.